Event description:
It was reported that the sponge of a minicap was outside of the cap. This was noted before patient use. There was no patient involvement. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be performed. The reported problem could not be confirmed. A batch review was conducted for potentially associated lot number gm1403001 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.